Event description:
Philips received a complaint on the dfm100 indicating that the device failed self-test. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was user not familiar with device operation procedures, user made an error during self-test. User was guided by fse to perform self-test, and device passed the test without any problem. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.